Event description:
It was reported that the patient presented for a follow-up visit in the clinic. It was confirmed that the right atrial (ra) lead was dislodged via fluoroscopy. During lead revision procedure, it was noted that the ra lead helix was failing to be extended and retracted after insertion into patient's body. The ra lead was explanted and replaced.

Manufacturer narrative:
Correction: the correct event description should have been "it was reported that the patient presented for a follow-up visit in the clinic. It was confirmed that the right atrial (ra) lead was dislodged via fluoroscopy. During lead revision procedure, it was noted that the ra lead helix was failing to be extended and retracted after insertion into patient's body. The ra lead was explanted and replaced." Rather than "it was reported that the patient presented for a follow-up visit in the clinic. It was confirmed that the right atrial (ra) lead was dislodged via fluoroscopy. During lead revision procedure, it was noted that the ra lead helix was failing to be extended after insertion into patient's body. The ra lead was explanted and replaced."

Manufacturer narrative:
The reported events were the lead dislodgement and a helix mechanism issue. A complete lead was returned in one piece with the helix was retracted and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing was normal with no anomalies found.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic. It was confirmed that the right atrial (ra) lead was dislodged via fluoroscopy. During lead revision procedure, it was noted that the ra lead helix was failing to be extended after insertion into patient's body. The ra lead was explanted and replaced.